Event description:
Mandatory medwatch received from the customer reporting an over-delivery of heparin. The report states, "IV pump set at 12cc/hr, infused 250cc of heparin in 6 hours". The customer was contacted for additional info. The pump was programmed to deliver 70ml/hr of normal saline as the primary solution and the secondary solution was 25,000 units of heparin in 250ml to deliver at a rate of 12ml/hr, (1200 units per hour). The nurse reported that a new bag of heparin was hung at 9:00am. At 4:00pm it was reported that all of the 250ml of heparin had infused. The expected delivered amount was approx 84ml. The heparin was discontinued, the dr was notified, and a ptt was drawn. Later that afternoon, the pt went to nuclear medicine for a vq scan. The scan ruled out pulmonary embolism and the heparin was not restarted. The pt did not experience any adverse effects. Though requested, no further info was available.